Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer's blood glucose was 180 mg/dl. The customer delivered 5 units of insulin successfully without the insulin pump alarming no delivery. Advised to change the infusion set and the insertion site. The customer later stated that the insulin pump alarmed no delivery again during bolus and basal delivery. Advised that a replacement insulin pump would be sent. Nothing further reported.